Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) withheld therapy for ventricular tachycardia (vt) that was discriminated as supra ventricular tachycardia (svt). The device remains in use. No patient complications have been reported as a result of this event.